Event description:
It was reported that a loss of telemetry monitoring occurred for 9 pts for approx 2 hours due to a presumed hardware failure. The affected pts were put under hardware failure. The affected pts were put under observation by staff, but no alternative monitoring was available. There were no pt injuries reported.